Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on september 17, 2010, for investigation. A visual inspection revealed that the jaws were bloody and burnt. Part of the side of the cold jaw silicon was detached and was not received. Based upon the visual observations, the reported complaint for "jaw boot detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. A device lot history review was performed on the reported lot number, and there are no non-conformities which could be attributed to the reported failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, part of the insulation on the jaws of the vasoview hemopro endoscopic vessel harvesting system was starting to come off. A new kit was used to complete the procedure. There were no patient effects. The event date is unknown but occurred one week ago. The product was returned.